Event description:
Company representative reported pt had a needle break off when injecting in stomach. Pt had a local anaesthetic to try and remove the needle, but it was unsuccessful.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.